Manufacturer narrative:
(B)(4). Evaluation - testing was not performed for this investigation; instead, the quality records were reviewed. A review of the causative agents quality records did not identify a trend related to this issue under investigation. No issues were identified related to the complaint that would indicate that there is a product deficiency. In addition, the product labeling review identified information pertaining to the customers issue; therefore, additional investigation was not required. The customer observed discrepant results with the architect ca 125 ii reagents (list 2k25-26), lot 66058m100. When the customer tested three patient samples in twice, there was a discrepancy in the different test results. It is not known if the same instrument was used for both tests. There was a 1 hour time difference between the two tests, and the material was not centrifuged between the two tests. Their results (no units were provided): sample 1, initial result= 50, retest result = 70. Sample 2 initial result =152, retest result = 126. The account stated that there was another sample that generated discrepant results. Sample 3 initial result =56, retest result =46. The customer noticed the discrepancy of results after switching reagents. The investigation includes discrepant results for 3 patient samples. The discrepant results of 50 and 70 met the reporting criteria. However, the following 2 patient results (sample 2 initial 152, retest 126 and sample 3 initial 56, retest 46 were not reportable). The alleged deficiency does not appear to be caused by a shift in product performance that would warrant additional product information distribution. The customer was referred to the architect ca 125 ii package insert (B)(4); the specimen collection and preparation for analysis section which states; only human serum (including serum collected in separator tubes) or plasma (collected in tripotassium edta, sodium heparin, or lithium heparin collection tubes) may be used in the architect ca125 ii assay. Other anticoagulants have not been validated for use with the architect ca 125 ii assay. Follow the tube manufacturers processing instructions for collection tubes. The architect I system does not provide the capability to verify specimen type. It is the responsibility of the operator to verify that the correct specimen type is used in the architect ca125 ii assay. Customer complaints were reviewed to determine if other customers have experienced this same issue. Our review did not identify an increase in the number of complaints related to the customers issue, nor did we identify any records which would explain the customers observation. Based on the results of this investigation, we conclude that the architect ca125 ii reagents are performing as intended and are meeting safety, effectiveness, and label claims. This is the final report.

Event description:
The account stated that the architect ca125 reagent is generating discrepant result on a patient sample. The initial result was 50 u/ml and the retest result was 70 u/ml. The account stated that the retest result might have been tested with another analyzer. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.